Manufacturer narrative:
The date of explant is now confirmed to be (B)(6) 2021 and the device was explanted due to the need of MRI imaging. Device analysis report attached. This report is submitted on february 22, 2022.

Event description:
Per the clinic, the device was explanted (date and reason for explant unknown). It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
This report is submitted on december 30, 2021.